Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed the pump still turned on when plugged into the power source. Customer's blood glucose level was 108 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.